Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "capsular contracture baker grade unknown, pain and exchange". Later healthcare professional reported "capsular contracture baker grade IV". Later patient reported "capsular contracture baker grade iii", "pain, looks awful, looks droopy and not in where it is supposed to be, is not underneath my pocket like it is supposed to be". Patient was prescribed singulair and vitamin e. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.